Event description:
A customer reported that during a procedure, the system did not recognize the laser fiber. An alternate system was used to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample was not returned for evaluation. The root cause is unknown at this time. (B)(4).